Event description:
The customer stated that she tested her blood glucose using her old and new contour meters. The new contour meter (7151b) read 106 mg/dl, while the old meter (7151) read 217 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. She seemed to be using the proper testing technique, so no product will be returned for evaluation.